Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified or has the analysis been completed at this time. The connector type can not be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Based upon the implant date provided by the reporter the connector type is either a tapper ii or a rapidporte ez strain relief. Visual examination may determine the connector type associated with this report. No add'l information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the ban, the port or the connector tubing."

Event description:
Allergan rep reported on behalf of health professional a lap-band port leak. The pt reported a loss of restriction after an adjustment fill. The port and tubing were explanted and replaced.